Event description:
The pt went to bed on (B)(6) 2011 with a 110 mg/dl and had locked all the buttons on the pump during the night. The following morning, the pt woke up with a 533 mg/dl blood glucose result and was unable to unlock the pump. The pt disconnected from the pump and rebooted the pump but the pump was still not responding to keypad button presses. The pt discontinued using the pump and the pt's mom put the pt on insulin injections. The pt did not have any symptoms suggestive of hyperglycemia but had slight ketones. The pump settings/pump history cannot be reviewed due to the reported keypad button issue; therefore, it cannot be confirmed if the pump was delivering insulin as programmed during the night. The rptr indicated that the insulin was within expiration date and there were no problems with air bubbles. The pt did not have any illness at the time of incident. The rptr claimed the infusion sites are rotated and were not leaking or red. This complaint is being reported because, the pt allegedly developed elevated bg levels overnight. The reported keypad issue has been reported to the FDA (refer to MFR 2531779-2011-01681). A replacement pump was sent to the pt.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.